Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Date of the event is estimated.

Event description:
Related manufacturer reference number 3006705815-2023-06489. It was reported that the patient's ipg has reached end of life and the patient experienced ineffective stimulation. It is unknown if this occurred prematurely. As a result, surgical intervention was taken and the system was explanted and replaced to address the issues.